Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer's blood glucose reading at the time of hospitalization was unknown. Customer stated that she thinks that her insulin pump was malfunctioning and giving her too much insulin. At the time to performed troubleshooting, found that the insulin pump had an incorrect time and multiple basal rates. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.